Event description:
The consumer reported using the product for two hours on her calf. When the patch was removed, the consumer described a burn and skin removal resulting in swelling, inflammation and scabbing. A relative of the consumer, who is a nurse, applied silver sulfadiazine. Four days later, during a previously scheduled visit, her orthopedic doctor diagnosed second and third degree burns, cleaned and dressed the area as well as prescribed unspecified medication.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.